Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, a document was extracted by the pms team involving doctor greenberg (2024) from canada, greenberg et al. - 2024 reported 4 re-revisions (2 periprosthetic joint infection, 1 instability, 1 traumatic knee dislocation). This incident is capturing 1 traumatic knee dislocation.

Manufacturer narrative:
This incident was already captured under the incident number (B)(4), please void this report.